Event description:
Veress needle was inserted, safety spring did not work puncturing the patient's bowel.====================== health professional's impression======================puncture was primarily repaired during the initial procedure, patient exhibited no problems with this complication and was discharged in stable condition.